Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump's display was scratched. She also reported the insulin pump's display was dim, preventing her from seeing the display. The customer stated the cosmetic damage to her insulin pump was from normal wear and tear. Customer's blood glucose was 155 mg/dl. No additional information provided.